Event description:
The customer reported the screen was blank when x-raying and the system was down. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.